Event description:
It was reported that a mcm30 was used during a lobectomy. It was reported by the affiliate that the metal part of the jaw broke (possibly feedbar) and the clip applier would neither feed or work. A new device was used to complete the case. There was no consequence to the pt.